Event description:
In 2008, the pt reported the down button on her insulin infusion device is not properly responding to presses. She stated this issue began last week. There is no visible damage to the button. She stated she has had elevated blood glucose readings today up to the 400 mg/dl range with her normal range being below 200 mg/dl. She said she was just released from the hospital yesterday after bladder surgery and she is not sure if that is the reason for the elevated readings or if it is related to this issue. She said her readings were fine at the hospital while she was on the device. She stated she is on new medications. She stated all her basal rates were wiped out of her infusion device yesterday after she changed the device battery but forgot to put the device in the stop mode. She stated, she will switch to her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.